Event description:
The customer reported that the ventilator is reading low exhaled volumes, unit passed the leak test, calibrated the exhalation flow transducer and the problem was not corrected. No patient involvement.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion factory service technician is anticipated but has not yet begun.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the gde. After verifying there was no system leaks the assembly was configured for volumes testing per test requirements with the vt set to 30ml and flow set to 1 lpm with a disposable neonatal test lung and was immediately able to duplicate the low exhaled volumes with the assembly delivering only 23.1 ml (spec = 30+/-3ml) isolated the issue to the inspiratory flow sensor as after replacing this item the volumes increased to 28.4ml. Findings/root-cause: defective diaphragm assembly of the inspiratory flow sensor. This is being addressed with an internal corrective action. The uim was also received and was placed onto a uim test fixture and powered on. The screen is fully visible and the touch screen response accuracy was good. The assembly was left to cycle for 30 minutes and still no functional anomalies were found. The power was then cycled a total of 15 times and was unable to induce or find any functional anomalies. Findings/root-cause- assembly was returned as an upgrade, however, it was tested to ensure proper functionality and no issues were found.